Event description:
It was reported that the patient presented arthrofibrosis in the left knee. Patient was treated with a manipulation under anesthesia. The event was resolved.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, the ae#1 was reportedly resolved as of 01/31/2014 s/p left knee manipulation. The patient impact beyond the reported manipulation and expected rehab cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.